Event description:
Yag laser was properly set up and tested. Fiber was properly set up and carbonized. During procedure, the operting physician noted end of fiber loose in pt's bladder. Suspected fault or weakness on fiber tip.device labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated. Results of evaluation: design. Conclusion: other. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.